Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nausea ("I am sick to my stomach"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and nausea outcome was unknown. The reporter considered medical device removal and nausea to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described via social media: nausea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media record received. Event medical device removal was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.